Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 303 mg/dl, earlier in the day. The customer delivered a bolus via the pump to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issue, a system check was not performed. The customer reported that bg level was at 126 mg/dl and trending downward at the time of the call. The customer consumed bread and tuna and did not deliver a bolus for those food items. The customer contacted the clinical diabetes educator (cds), who recommended that the customer could also drink juice. The cds stated that the customer's bg level may be trending downward due increased levels of activity that day, in addition to the correction bolus that was delivered to address the elevated bg level earlier that day. Several hours later, it was reported that the customer's bg had decreased to 109 mg/dl and was stabilized. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.